Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the up/down plate and video cable had leakage and water invaded the device during user handling, causing abnormality in electronic components. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported a ¿video blackout¿ [no image] when preparing the endoeye flex deflectable videoscope for an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problem of video blackout [no image] was confirmed. Additionally, there were shadows on the image caused by a broken ccd (charged coupled device) unit; the light guide connector was corroded, and there was an electrical continuity failure, caused by moisture ingress into the connector, and the video connector was corroded; the up/down plate was not waterproof due to scratches; the video cable was not waterproof due to perforation; the universal code was not waterproof due to perforation; the insulation resistance did not meet the standard due to scratches on the insertion pipe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.